Event description:
It was reported that the patient got the second implant in (B)(6) 2013, because the lead in his previous implant "disintegrated", after being in his body for 15 years.

Manufacturer narrative:
Product ID: 3888-33, lot# j0230853v, implanted: (B)(6) 2002, explanted: (B)(6) 2013; product type: lead. Product ID: 3888-33, lot# j0210037v, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: extension. (B)(4).